Manufacturer narrative:
Medwatch sent to FDA on 03/16/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "1 cm soft lump," "product definitely traveled from the injection site," and "hollowness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that "a few months after injection" in the "mid-face bilaterally" with one syringe of juvederm voluma xc, the patient developed a "1 cm soft lump on the left orbital rim." Healthcare professional stated that the "product definitely traveled from the injection site which was in midface area below orbital rim." Patient had a biopsy performed about 3 months after injection that confirmed the lump consisted of juvederm voluma xc and the lump was removed the same day. Symptoms resolved after the lump was removed surgically, but the removal of the lump left "some hollowness" on the patient's face.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported that "a few months after injection" in the "mid-face bilaterally" with one syringe of juvéderm voluma® xc, the patient developed a "1 cm soft lump on the left orbital rim.¿ healthcare professional stated that the ¿product definitely traveled from the injection site which was in midface area below orbital rim.¿ patient had a biopsy performed about 3 months after injection that confirmed the lump consisted of juvéderm voluma® xc and the lump was removed the same day. Symptoms resolved after the lump was removed surgically, but the removal of the lump left ¿some hollowness¿ on the patient¿s face.